Event description:
It was reported that the purpose of this study was to investigate the anatomical characteristics of the common carotid artery (cca) and the suitability of patients for trans carotid (tc) transcatheter aortic valve replacement (tavr). Between april 2023 and march 2024, 336 patients were categorized into a tough-transfemoral (tf) group, who may require an alternative approach, and a viable-tf group. In the tf group, two perclose devices were pre-placed. It was reported the perclose devices may have caused or contributed to vascular injury, bleeding, and medical intervention. Details are listed in the attached article, titled "suitability for trans carotid transcatheter aortic valve replacement in the japanese population"

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage and tissue injury and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article, titled "suitability for transcarotid transcatheter aortic valve replacement in the japanese population".